Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there was "premature/abnormal ins depletion." They described the issue as "patient had to keep increasing stim and this depleted the battery prematurely. Patient ran stim at 5.0 on program 5." They reported the cause of the issue is not known. The lead and battery were replaced and the new battery is now at a lower amplitude.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's device has stopped working. Patient said they got a message that their internal device was low last week. Patient followed up with their healthcare provider (hcp) who stated they tried to reach out to the manufacturer representatives (rep) and have not heard back. Email sent to field staff requesting assistance. Additional information was received. The rep reported the patient was seen in the office and they were unable to retrieve any logs. Rep stated patient's battery was completely end of life (eol) and patient will be scheduled for a replacement. Patient's hcp reviewed their record and the patient was running program seven at 5.5, which was most likely the cause for the eol before expected, per hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.